Manufacturer narrative:
Arjo was informed about maxi sky 2 and kwiktrak ceiling installation system failure. During performing a load test with 272 kg, the rail partially detached from the ceiling and was held by one anchor point. No ceiling lift detachment took place, no injury was sustained. Following information provided, the installation was assembled by arjo in 2015. Recently, the customer signed the maintenance contract with arjo and the load test with 272 kg was performed as a part of this contract. It is unknown if any service activities were performed between 2015 and 2021. The device evaluation performed by arjo representative after the event showed that one out of three anchor points detached and the other was damaged. According to arjo service team, the threaded rod of the detached point was not tightened enough. According to maxi sky 2 instructions for use (IFU, document no. 001-15698-en rev. 13), the authorized service technician should make sure that the attachments (including ceiling brackets) have not been displaced, damaged or removed and perform a load test with the safe working load every year or 2500 cycles. The arjo ceiling lifting system played a role in the incident which occurring during the load test. No patient was involved and no injury sustained. The track detached from the ceiling, therefore the system failed to meet its specification. Complaint decided to be reportable due to ceiling lift installation track detachment.

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon investigation conclusions.

Event description:
Arjo was informed about kwiktrak ceiling installation system failure. During performing a load test, the rail partially detached from the ceiling. It was held by one anchor point. No ceilig lift detachment took place, no injury was sustained.